Event description:
Event description guidant received information that at implant, during induction testing, undersensing was observed due to the patient's torsade-like rhythm. It is suspected that the lead may be in a poor location. However, due to the difficulty the physician had in placing the lead, he is unwilling to reposition it. In addition, the r-waves and thresholds are within normal limits.

Event description:
Guidant received information that at implant, during induction testing, undersensing was observed due to the patient's torsade-like rhythm. It is suspected that the lead may be in a poor location. However, due to the difficulty the physician had in placing the lead, he is unwilling to reposition it. In addition, the r-waves and thresholds are within normal limits.

Manufacturer narrative:
The sensitivity of the ICD was reprogrammed to most. The patient will be followed. Guidant will provide additional information when it is available. Additional information indicates that this product was explanted and returned for laboratory analysis. No additional observations have been reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.